Event description:
The facility reports the patient was being transferred from the chair to the bed. When the patient was over the bed, the roll pin broke and the resident fell a few inches onto the bed. No injuries reported.